Manufacturer narrative:
The returned device, intended for use in treatment, was returned as an MDR for evaluation. There was no relationship found between the device and the reported incident. Visual inspection of the returned opus speedscrew implant shows a deployed device with an implant which is not detached or damaged. The instrument was returned with the function switch towards to the ¿black¿ dot. At distal end the implant visually show contamination with dried parts of tissue. No manufacturing anomalies were identified. During functional evaluation the partial moved suture limb can be tensioned. Both suture limbs were reeled into the wheels. The function switch could be set towards the ¿deploy¿ position and the implant could be detached by turning the activation knob 3-times clockwise as specified. The complaint was not verified and the root cause could not be determined with certainty. Factors unrelated to the design or manufacture of the device which could have contributed to the complaint event includes: (1) there may have been misalignment of the device when inserting (2) bend and applying excessive torque could cause reduced functionality. The instructions for use was reviewed and determined to have precautionary statements and instructions in regards to the use of the device to avoid damage and non-functionality. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
Part number: om-6500 speedscrew & lot 2001966.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a left shoulder cuff repair surgery, it was used: (a) 1 anchor x om-6500 speedscrew lot 2001966, with (b) 1 x om-8176ea suture magnum wire lot 2008074; despite a good use of the anchor on the tension of the sutures, the sutures broke without logical explanation. The procedure was finished in mini-open modality and using a competitor device. There is not reference to whether there was a delay in the surgery or not. No patient injury has been reported.